Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing had discolored over the course of 3 days and the customer thought it may have impacted blood glucose (340 mg/dl). Multiple boluses were delivered and bg continued to elevate. Insulin injection was administered. The customer did not verify if the cartridge pigtail was discolored and the insulin was not reported to be discolored. The customer did not believe the discoloration was due to clothing color. The customer changed out the infusion set.